Manufacturer narrative:
Due to character limitation in e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) unit was showing, ¿battery in bay one unusable¿. No patient harm and injury reported.

Manufacturer narrative:
Updated: b4, e1 (event site telephone and event site email), e3, g3, g6, h2,h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: e1 (initial reporter). A getinge field service engineer (fse) did not see the issue alarm. Fse did see the message in the error logs. Fse previously replaced the power management board and this did not resolve the issue. Replaced the power slot interfaced board for the battery connection. Completed all testing, ran the batteries down and recharged. Fse did not see the issue appear during any of this time. The unit passed all testing, diagnostic, performance and safety. The unit was returned to the department for use.

Event description:
N/a